Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose events associated with announcing a normal-sized dinner as a smaller meal, followed by a subsequent low after the initial postprandial rise; education was provided on accurate meal announcements and treating hypoglycemia before eating to avoid disrupting automated insulin dosing. Symptoms included hypoglycemia with a nadir reported as ¿low,¿ lasting approximately 30 minutes, without loss of consciousness or other acute effects, and hyperglycemia up to 215 mg/dl for about one hour. Outcomes included self-treatment of the low with 12 g of carbohydrates, receipt of device low alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included review of user-reported history and device use patterns with troubleshooting and education completed. Investigation of this case revealed user technique related to incorrect meal size announcement as the primary factor affecting glucose control, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.